Event description:
It was reported that the controller exhibited a controller fault alarm due to depleted internal battery. When the controller was exchanged, the ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range and vad disconnect alarms. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d4 ICD, implanted on (B)(6) 2021. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31mar-2022 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no. H3: no. H4: mfg date: 24-mar-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2024 at 10:45:53 followed by a successful motor start event. Review of the event log file revealed that (B)(6) was not in use prior to the power-up event; the controller last had power on (B)(6) 2023, indicating that the controller power-up event correlates with the reported controller exchange. A vad disconnect alarm was also logged at 10:46:01, indicating a physical disconnection of the driveline from the controller which also correlates with the reported controller exchange. Log file analysis also revealed that during the motor start event recorded on (B)(6) 2024 at 1 0:46:16, the motor start parameters were atypical. Of note, only the event file associated with (B)(6) was available for analysis. Log file analysis associated with (B)(6) could not be performed since log files were not available for analysis. As a result, the reported controller fault alarm could not be confirmed. The reported motor start event with atypical parameters and vad disconnect alarm events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad disconnect alarm and controller power up event can be attributed to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.